Manufacturer narrative:
H3: product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the react 68 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened react 68 inner pouch (b435066). Damage location details: dried blood was noted within the react 68 catheter hub. The react 68 catheter body was found stretched from 48.5cm to 94.0cm from the proximal end of the catheter hub. The distal 91.0cm of the react 68 catheter body was found flattened/ovalized. The react 68 catheter distal tip was found separated. The tubing material at the catheter¿s separated end exhibited plastic deformation (jagged edges). Testing/analysis: the react 68 catheter total length was measured to be 154.0cm and the useable length was measured to be 147.5cm. It could not be determined if the react 68 catheter total/usable lengths meet specifications due to its damaged condition (stretched/separated) (specifications: total 141cm ± 3; usable 132cm +3cm/-0cm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿, ¿catheter resistance¿, and ¿catheter separation/break¿ reports were confirmed. Possible causes include patient vessel tortuosity, incompatible devices, advances or retrieving against resistance, vasospasm, kink/damage in guide catheter/sheath, or force used in the procedure (pushing and pulling). The 8f guiding catheter used in the event was not returned. In addition, the make/model of the guiding catheter was not reported. Therefore, an analysis could not be performed and any contributing factors (i.e., catheter damage, compatibility) could not be assessed. The patient¿s vessel tortuosity was minimal; therefore, it is unlikely that the patient's vessel tortuosity contributed to the reported events. Information regarding if there was any vasospasm was not reported. As the catheter was found stretched and the catheter¿s separated end exhibited plastic deformation, indicating tensile failure, it is likely that force was used. However, the cause of the reported events could not be determined. H6. Coding updated based on analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient suffered acute stroke. Using the 8fguiding as proximal support, a distal access catheter (react-68 132cm) was used for thrombus aspiration. During the suction process, the distal access catheter react68 found resistance in the distal portion and the thrombus could not be pulled out. After withdrawing the catheter, it was found that the tip of the catheter was kinked and fractured, making it impossible to push it to go upper again and into place. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke. It was noted the patient's  vessel tortuosity was minimal. The access vessel was femoral artery puncture with a diameter of 5mm.